Manufacturer narrative:
The device was received no delivery alarms during the excessive no delivery testdue to faulty force sensor. Unable to confirm motor error alarms complain due to excessive no delivery alarms. However unit passed the displacemenet test. Motorpassed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was performed. The device was returned for analysis.